Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Manufacturer narrative:
Other, other text: the pump was investigated in the field by a service engineer. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the pump found that the condition of the j9 connector did not meet factory specifications. Per procedure, glue was installed to ensure the mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were fully seated. The pump was retested, and the unit passed all functional testing. The root cause for the reported issue could not be determined however; a corrective and preventative action has been opened to address the reported issue. Additional information: b5, d5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information was received. The pump was found to have experienced primary audible alarm post.